Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported during the procedure that there was positioning difficulty during the implant procedure. The lead did "slip well" nor did it advance in the introducer. The lead was not used. No patient complications have been reported as a result of this event.